Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the ventilator device on and performed manufacture testing, which revealed a fault on the main printed circuit board (pcb) . At this time, vyaire medical failure analysis laboratory has not received the suspect main pcb for evaluation.

Event description:
The customer reported an unresolved transducer (xdcr) fault alarm on this ventilator device. The customer stated no patient involvement with this event.